Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Unknown when pain actually started. Additonal product code: hwc. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an open reduction internal fixation (orif) of the distal humerus was performed on (B)(6) 2015, to treat a fall from a standing height. Post-operatively pain was reported, x-rays revealed a broken plate and screws appears to be intact. Patient will revised with a total elbow once the tissue is healed and broken plate, screws will be explanted. Patient history shows that he was a diabetic. Patient revision surgery date is unknown at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: september 08, 2015. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the implant was returned broken into two pieces through the compression/distraction hole of the plate. The plate has various scratches and marks on the surface that are consistent with being implants for some period of time. The exact cause of the plate breakage is unknown, but it is likely due to trauma from the patient's fall (as documented in the complaint description). During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the returned implant is part of the 2.7mm/3.5mm variable angle lcp elbow system and is recommended for repair of the distal humerus from fractures, osteotomies, malunions, and non-unions. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was revised on (B)(6) 2016 to explant one (1) plate which broke at an unoccupied screw hole post-operatively two (2) weeks after the initial surgery. Two (2) additional plates and eighteen (18) screws were removed intact. It was unknown whether patient achieved a fusion, non-union or mal-union. There were no fragments left in the patient after the surgery. Procedure was successfully completed without any surgical delay. Patient/status outcome was reported as stable.